Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed that an e-20 error code (ventilator inoperative) had been recorded in the drpt. The main circuit board was replaced to address the findings.